Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/03/2016. The fse found and replaced tubing that had disconnected from the probe wipe to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported failed background values on a coulter ac·t 5diff cap pierce (cp) hematology analyzer. Troubleshooting with the assistance of customer technical support (cts) failed to resolve the issue, and the customer discovered a leak from the instrument's needle. A service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.